Manufacturer narrative:
H4: the lot was manufactured between march 7-9, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the first photo shows the device's lot number, and the second photo shows an infusor device with fluid inside its bladder. Both photographs did not show evidence of a leak from the fill port. Therefore, the report of leak from the fill port could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred during setup prior to patient use. The device contained fluorouracil and 0.9% normal saline having a total volume of 230ml. There was no patient involvement. No additional information is available.